Manufacturer narrative:
(B)(4). Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event.

Event description:
It was reported that the patient underwent an anterior cervical procedure at c5-6 interbody device and anterior fixation. Reportedly, the surgery was successful and the patient was doing well post-operatively. Approximately 9 months post op the x-ray review found anterior fixation construct and screw was migrated. The revision surgery was performed approximately 9 months post op. The patient reportedly is doing well after the revision surgery.